Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated he was taking the patent to the doctor for a regular checkup and the patient became lethargic and started vomiting. It was indicated that the cgm was displaying 120mg/dl and when they arrived at the doctor¿s office, a finger stick was performed by the doctor and the patient¿s bg value was 65mg/dl. The patient¿s father administered the patient with a glucose shot and the patient¿s blood sugar increased. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data.